Event description:
Md, medical doctor performing a laparoscopic cholecystectomy and using a hook cautery. Nurse noted sparks then momentarily fire at cautery cord connection. Md stopped using the equipment immediately and the cord fell out of connection bolt. Connection bolt removed from machine and all equipment in connection was removed from service. No injury to patient or staff. Patient's cautery pad site was o.k. After case.